Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2015 due to a blood glucose level of over 1,146 mg/dl. The device was not returned.